Event description:
A hospital in (B)(6) reported that they are unable to adjust the maximum pressure on an rd900afu neopuff infant resuscitator. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint neopuff was returned to fisher & paykel healthcare's regional office and service center in (B)(4) for evaluation and service. The service center performance tested the device. Results: the complaint neopuff functioned properly during testing and passed all functional tests. The reported fault was not replicated. A lot check revealed no other complaints of this nature for lot number 090505. Conclusion: no fault was found with the complaint device as it operated properly during testing and passed all functional tests. The reported fault could not be replicated.